Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping, and the screen read "no disposable clamp tubing. The alarm had been silenced. The pump settings had been reviewed: a continuous infusion rate of 252 ml/hour had been programmed, with a total reservoir volume of 6.4 ml and given volume of 73.6 ml. The pump had been powered off. The patient was not comfortable proceeding with troubleshooting. The event occurred while in use with a patient, and there was no reported patient harm.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.